Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator power on self test (post) failed with mix subsystem test failure. The device was available for evaluation the service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found relevant diagnostic codes and replaced the direct current (dc)-dc converter printed circuit board assembly (pcba). The device passed all the required functional tests and calibrations as per manufacturer¿s specifications. One dc-dc converter pcba was returned to medtronic for further analysis. The unit attached with the returned component failed post. The board was tested with a multimeter and a short circuit between pins 1 and 14 on the dc-dc convertor, reference designator u7 was observed. This fault would cause the unit to shutdown and when used on a patient would lead to loss of ventilation. The analysis concluded that the dc-dc converter pcba was faulty. The cause of the event was isolated to the faulty dc-dc converter pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator power on self test (post) failed with mix subsystem test failure. The ventilator was not in use on a patient at the time of the reported event.